Event description:
It was reported pericardial effusion (pe), cardiac perforation, and cardiac tamponade occurred. A concomitant procedure was being performed, with the pulsed field ablation (pfa) being performed first using a faradrive sheath, following with the left atrial appendage (laa) closure procedure. Transesophageal echocardiogram (tee) was used intraprocedural and a trivial effusion at baseline of an unknown cause was noted. After the pfa was concluded, the faradrive sheath was exchanged for the watchman fxd double curve access system (was) over a versacross radiofrequency (rf) wire that had been previously used for transseptal puncture (tsp) for the pfa portion of the procedure. During the exchange, the physician accidentally pulled everything back into the right atrium, so fluoroscopy was used to guide the versacross rf wire back across the tsp location from the pfa and then advanced the was across to the left atrium. A 24mm watchman flx pro delivery system and closure device was inserted and deployed, then partially recaptured twice. The 24mm wds remained under-compressed, so the device was fully recaptured and swapped out for a 27mm wds. Difficult laa morphology (distal septation) was present, so the 27mm wds was also recaptured twice in an effort to reduce a mitral shoulder. While assessing the 27mm wds on tee for release criteria, hypotension was noted so an effusion sweep was performed. A moderate circumferential pe was visualized, so the 27mm wds was deployed and implanted. Protamine was given and a pericardiocentesis was initiated. As the pe grew, cardiac tamponade was also noted. 700cc of blood was removed from the pericardium and the tamponade subsidized. The patient was monitored for an additional thirty (30) minutes in the procedure room and once the pe stopped re-accumulating and the patient was stable, the procedure was concluded. The patient was transferred to the intensive care unit (ic) with a pericardial drain in place to continue to be monitored. The patient is expected to fully recover. In the physician's opinion, the pe was caused during a recapture or deployment of the 27mm wds. The physician noted difficulty seeing the wds on fluoroscopy and thinks his deployment of the device was possibly too aggressive.

Manufacturer narrative:
B5: information added. H6 impact code added: blood transfusion.

Event description:
It was reported pericardial effusion (pe), cardiac perforation, and cardiac tamponade occurred. A concomitant procedure was being performed, with the pulsed field ablation (pfa) being performed first using a faradrive sheath, following with the left atrial appendage (laa) closure procedure. Transesophageal echocardiogram (tee) was used intraprocedure and a trivial effusion at baseline of an unknown cause was noted. After the pfa was concluded, the faradrive sheath was exchanged for the watchman fxd double curve access system (was) over a versacross radiofrequency (rf) wire that had been previously used for transseptal puncture (tsp) for the pfa portion of the procedure. During the exchange, the physician accidentally pulled everything back into the right atrium, so fluoroscopy was used to guide the versacross rf wire back across the tsp location from the pfa and then advanced the was across to the left atrium. A 24mm watchman flx pro delivery system and closure device was inserted and deployed, then partially recaptured twice. The 24mm wds remained under-compressed, so the device was fully recaptured and swapped out for a 27mm wds. Difficult laa morphology (distal septation) was present, so the 27mm wds was also recaptured twice in an effort to reduce a mitral shoulder. While assessing the 27mm wds on tee for release criteria, hypotension was noted so an effusion sweep was performed. A moderate circumferential pe was visualized, so the 27mm wds was deployed and implanted. Protamine was given and a pericardiocentesis was initiated. As the pe grew, cardiac tamponade was also noted. 700cc of blood was removed from the pericardium and the tamponade subsidized. The patient was monitored for an additional thirty (30) minutes in the procedure room and once the pe stopped re-accumulating and the patient was stable, the procedure was concluded. The patient was transferred to the intensive care unit (ic) with a pericardial drain in place to continue to be monitored. The patient is expected to fully recover. In the physician's opinion, the pe was caused during a recapture or deployment of the 27mm wds. The physician noted difficulty seeing the wds on fluoroscopy and thinks his deployment of the device was possibly too aggressive. It was further reported the patient received a blood transfusion due to the event. The cardiac perforation was never visualized, but it was suspected. An effusion sweep was not performed between the exchange of the 24mm wds for the 27mm wds. The patient is reported to be doing well.